Manufacturer narrative:
No problem was found with the device during extensive testing by factory service. Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. Factory service performed extensive testing. No problem was found with the device. The device batteries and battery charger were not returned with the device by the customer for evaluation. A review of the device log file upon receipt identify the log file has multiple low battery indications. This device has rechargeable batteries. As directed in the device dfu, the customer is responsible for maintaining battery charge. Communication has been directed to the customer, letting them know a problem has not been found with the device. Information has been requested to make a determination if the batteries and battery charger should be returned and evaluated. No response as of this submittal has been obtained. The device is being held for further evaluation until information on the batteries and battery charger is obtained. A follow up to this submittal will be made when additional information is obtained.

Event description:
It was reported the device turned off when monitoring two different patients. The first patient was asystole. After it was understood no shock was required, the device powered down and back on. No additional information was obtained from the foreign source on the first patient, and no information was obtained on the second patient.